Event description:
Patient was on a fluoroscopy table having barium enema procedure. As the table was tilted upward to a vertical position, the footboard shifted on the left side which caused her to fall to the left into the camera equipment. The board came completely loose as her weight shifted to the left. Staff was standing next to her and attempted to stop the fall but she sustained a laceration to the left side of her scalp and rib fractures on the left side as she struck the equipment. She developed a hemothorax due to the rib fracture and required a chest tube.